Manufacturer narrative:
(B)(4). The device was manufactured september 16, 2013-september 17, 2013. The actual sample was not returned for evaluation, however, a photograph was provided. A review of all batch record documents was performed with no issues noted during the manufacturing process. Visual inspection of the photos via the naked eye noted the tubing had detached at the junction of the white set-cap. Therefore, the reported problem was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor became separated from its injection port. This was noted before use. There was no patient involvement. No additional information is available.